Event description:
Analysis was completed on 12/10/2015. Analysis identified no anomalies associated with the tablet performance during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Event description:
It was reported that a physician's programming tablet would not turn on even when plugged into the wall. No patient appointments were affected by the tablet not powering on. A replacement tablet was provided to the physician. The tablet was received on 11/13/2015, but analysis has not been completed to date.